Event description:
It was reported that the patient is scheduled for an artificial urinary sphincter (aus) removal and replacement procedure on (B)(6) 2020, due to unknown reason. Additional information received. The device did not have any fluid in the system. The source of the fluid loss is unknown.